Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support had ventricular tachycardia and atrial fibrillation with rapid ventricular rate. The patient underwent coronary artery bypass graft and mitral valve repair. The plan was to remove the impella 5.5 prior to cross clamp and evaluate how the patient did post-operatively after coming off the bypass. The patient did not tolerate coming off the bypass and had higher pressor and worsening lung function. A new impella 5.5 was placed but three days later the patient¿s care was withdrawn and the patient expired.

Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia/paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.